Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during service, after replacing the valve group on the cardiosave intra-aortic balloon pump (iabp), it was tested and was found that  k7k8 and found that k8 had a serious leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the valve group of this unit was found to be faulty during routine inspection. After replacing the new valve group, it was found that the new valve group was faulty out of the box, and the valve group needed to be replaced again. The parts have been received and repaired recently. The equipment has been repaired and the service order will be provided by the fse and if any pertinent information is received in the future, a supplemental report will be submitted.